Event description:
It was reported that during the implant of an implantable pulse generator (ipg) system the torque wrench did not make a click sound when attempting to tighten the right atrial (ra) lead into the atrial port. The ra lead was unable to be loosened or tightened. A problem with the setscrew in the atrial port of the ipg was suspected. It was strongly suspected that the hexagon of the set screw of the atrial port was stripped. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.